Event description:
A male pt was positioned head first, supine and examined with the sense spine coil. After the examination a second degree burn of 3cm x 3cm on the hand and a second degree burn on the thigh was observed.

Manufacturer narrative:
This is a f/u to medwatch # 3003768277-2012-00046 reported to FDA by philips medical systems on (B)(6) 2012. In this original report philips identified two devices involved in the adverse event, an MRI scanner (manufactured by best, a philips company) and an MRI coil accessory device (manufactured by invivo corp., a philips company). Due to an administration oversight, a separate medwatch report was not submitted under invivo's establishment registration number. The purpose of this report is to correct this error by providing a final medwatch report for the mr coil accessory device under invivo's establishment registration number #(B)(4). (B)(4). (Results) - electrical tests performed, performance test of all specification performed, visual inspection. Device passed all visual inspection (no signs of overheating), passed all bench and system tests. No device failure. The symptom described in this event could not be reproduced. There were no signs of the device heating up enough to cause burns on the back of the hand. All tests confirm that the device performed as intended.